Manufacturer narrative:
Initial reporter is a synthes sales representative. Part 03.019.017, lot 7548245: manufacturing site: (B)(4). Release to warehouse date: july 28, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A photo investigation was completed: a photo-investigation was performed on the provided images. Upon inspecting the image provided, no issues were identified. The complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A product investigation was completed: visual inspection of the complaint device showed the hook/probe component had come out from the shaft component. Per the design drawing, the hook is supposed to be laser welded onto the shaft. No other issues were observed. A functional assessment was performed on the complaint device. The hook component was able to be placed back into the shaft component but would also be removed easily. The complaint was able to be replicated. A dimensional inspection was not performed due to post-manufacturing damage. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the laser weld had broken and the hook/probe component had come off of the shaft component. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the depth gauge was found apart. There was no patient involved. It is unknown how the issue was discovered. During investigation of the returned device, it was noted that the hook/probe component had come out from the shaft component. Per the design drawing, the hook is supposed to be laser welded onto the shaft. This report is for a depth gauge. This is report 1 of 1 for (B)(4).